Event description:
Legal counsel for the patient alleges that patient underwent a right m2a hip arthroplasty on (B)(6) 2003. Subsequently, it is alleged that the patient was revised on (B)(6) 2005, due to subluxation of the femoral head. During the revision, the surgeon noted a pseudocapsule and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports exudates with metal debris, synovitis in the capsule, metallosis, and straw and gray colored fluid. Delamination of the metal sandwich was noted with a crack in the polyethylene at the level of the ring lock. The liner and femoral head were removed and replaced. Subsequently, a second right hip revision was reported occurring on september 23, 2011 due to a loose acetabular component. Op notes report the cup was loose and vertically oriented. Bone deficiencies and bone resorption behind cup were also noted. The shell, liner, and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning". Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2005-00063, 1825034-2012-01232, and 1825034-2014-01821).